Manufacturer narrative:
The customer reports that the suspect device was discarded and no lot numbers are available.(B)(4)

Event description:
A report was received that stated a customer received a tracheostomy tube and found the cannula protruding from the bottom of the tube. There was no patient involvement.